Event description:
We took a routine dental impression for crowns in our dental office. Our patient experienced a delayed allergic reaction following the impression that lasted severe deep - "burning" sensation and peeling of skin. Diagnosis or reason for use: impression for dental crown.